Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The failure mode was changed from placement signal issue to optical signal issue because the impella cp only has an optical sensor and, therefore, can only have optical signal issues. Data logs were reviewed, and the "placement signal not reliable" alarm was confirmed. Product was not returned for investigation. Upon review of the data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the patient was on impella cp support. During support, a 'placement signal unreliable' alarm was present. The alarm was disabled. There were no kinks observed, and the cable was securely connected. The device was not explanted due to this issue. A decision was made to withdraw care, and the patient subsequently expired.